Manufacturer narrative:
H2, h3, h6: the returned cable was analyzed. The plug had been replaced by a third party repair. A continuity check showed an open in the brown wire. Opening the plug, it was found that the cable jacket had not been cut back far enough on the brown wire for the conductor to make contact inside the plug. Previously reported codes b01, c13, and d02 are applicable. The returned ups was analyzed, and no failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and failed visual inspection. Hardware parts were replaced an the failure was resolved. (B)(4). Other relevant device(s) are: product ID: 9734639, serial/lot #: unknown. Product ID: 9733625, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the system suddenly shut down and when trying to turn it on again, it did not start up. The procedure was completed with the navigation system and back-up products. There was a delay of less than one hour and no impact to the patient.